Event description:
Patient in for breast implant removal secondary to recall. Implant sent to pathology received fresh is an opaque tan-yellow, 15.2 x 14.1 x 7.0cm foreign body grossly consistent with a breast implant. The implant does not display any grossly apparent areas of disruption and it displays the following legible inscriptions: "style 410 mf", "lot 2750144", "allergan", "580cc".